Event description:
Same case as: 2134265-2009-00471. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The patient initially presented with chest pain, nausea, and was diaphoretic. The patient was diagnosed with a subendocardial myocardial infarction. The obtuse marginal (om) and diagonal (dx) were predilated with a 2.5x15 maverick balloon. The physician deployed a 2.50x24mm taxus express2 drug eluting stent in the totally occluded om, inflated to 10atm for 30 seconds, and a 3.00x8mm taxus express2 drug eluting stent in the dx, inflated for 12atm for 45 seconds. Medications given include: angiomax, nitroglycerin, and plavix. Ten months post, the patient presented with chest pain, nausea, and in critical condition. The patient was diagnosed with unstable angina. Angiography identified a complete occlusion of the 1st om, and 2nd dx. Balloon angioplasty was performed. Three inflations were made in the om with a 2.5x15mm maverick balloon, giving good angiographic results. Medications given include: aspirin heparin, integrelin, and ticlopidine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.